Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the hcp experienced code 112 on the tablet. The meaning of the error was reviewed. The rep stated that an 8840 clinician programmer was used and a comparable alert was seen. No symptoms or patient complications reported. No further information was provided.

Manufacturer narrative:
Correction: section 'device' information also includes: product ID: a810, lot/serial# unknown. Product type: software. If information is provided in the future, a supplemental report will be issued.